Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a bariatric surgery (bypass technique) when stapling was performed, the staple line was not well formed, being incomplete (only half the staples were formed,the rail of only one side of the load "raised" and effectively staple, the other rail did not lift and there was no stapling that side). Another stapler and other load was requested to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n57781. Device evaluation: the analysis found that one ec45a device was returned with no apparent damage with an ecr45b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.